Event description:
Pt presented with tibial collapse. Converted to a total knee.

Manufacturer narrative:
Add'l info: femoral: lot 0909042, catalog #100290, mfg date: 10/2009, exp date: 10/2011. Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or add'l info received, the investigation may be re-opened.